Event description:
It was reported that the right atrial lead exhibited a sudden spike in high impedances, which were followed by unstable levels, finally settling into normal range. The lead also exhibited over and undersensing, and a fracture was suspected. A deformation was seen close to the suture sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. A visual analysis was performed only. The outer insulation exhibited a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation exhibited a cosmetic depression. (B)(4) performance data collected from the device and have analyzed the data. Impedance - high atrial impedance/resistance. Impedance steadily increasing, starting in (B)(6) 2011. Reached over 5000 ohms.